Event description:
Water pump on seabrook sms 2000 micro-temp pump: 25 pumps were purchased on 12-94. As of 8-98, 20 motors have been replaced. Parts supplier's price is 80.00 (approx). Seabrook price is 165.00. (Facility won't pay this price). Motor replacement began in 1996.